Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report a detached sensor wire that occurred on (B)(6) 2016. The sensor insertion was at the buttocks on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available. It was reported that the sensor was inserted into the buttocks. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user's guide states: sensor placement and insertion is not approved for sites other than the belly (abdomen).